Event description:
Pt reported that when she went to infuse her hizentra, the medication leaking/exploded out of the pump syringe. She did not get any of the medication. The medication was everywhere, on her clothes, on the floor in the pump, making the pump unusable. She noticed a crack in the tubing as well. She also felt that the connectors did not hold a tight fit. She asked if the pressure in the tubing caused the leakage too. Advised pt that changing flow rate/pressure would affect infusion time. Pt stated she is ok with keeping the same flow rate f2400 tubing. Advised pt that we will contact her md to notify of missed cbse, reship dose that spilled (75ml dose), send a new pump, tubing and connectors. Pharmacy replacing device. No adverse event(s) reported due to product issue. Troubleshooting was not reported. Device is available for return. Tubing, connectors, medication are unknown if available for return as not reported. No additional info. Serial / lot numbers / expiration dates for all supplies are unk as not reported. Ref report: mw5163095.